Manufacturer narrative:
Pending investigation.

Event description:
Legal case - (B)(6) , (B)(4). Related cases: (B)(4), (B)(4). As reported via legal documentation, the 44 year old female patient noted instability in her left knee. The patient noted her left knee subluxed while she was getting out of a car. She immediately had severe pain. Her doctor diagnosed her with flexion instability of her left knotal knee replacement. Of note, she does have a connective tissue disorder and is quite ligamentously lax. Initial surgery on (B)(6) 2004, revision surgery (B)(6) 2010 approximately 6 years and 1 month after the initial surgery. Postop diagnosis: failed left total knee replacement revised to exactech. Patient was transferred to the pacu in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Serial #: (B)(4), category#: 204-92-11 - optetrak "momb" sz 2 non-mod molded w/endosk, serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh.

Manufacturer narrative:
Investigation results - the optetrak device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s knee instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has lupus which is a cause of ligament and joint maladies. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected fields b1, b2, e facility name, g1 contact/address, h6 clinical codes, medical device problem codes, component codes. Updated fields: b7, d10, h6. D10: ((B)(6)) 204-22-11 - ps tibial inserts sz 2, 11mm. ((B)(6)) 200-02-29 - three peg patella 29mm. ((B)(6)) 204-92-11 - optetrak "momb" sz 2 non-mod molded w/endosk.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and dislocation or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6 the following sections were corrected: d1, d4, h6 MDR section codes updated/corrected: a, b, d, e the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and dislocation or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.